Manufacturer narrative:
The event occurred in china. It was reported that the flow rate on the rotaflow console was unstable and inaccurate during patient use. There would be a flow rate beyond the monitoring range. When the rotational speed was zero, zero calibration could not be performed. The device was exchanged during use with another device without consequences for the patient. During onsite inspection by the getinge service technician it was found that the rfd lemo master connector (spare part number: 701034666) is defective. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and the reported failure could be confirmed. The lemo rfd master connector (article number 701034666) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the the given information the reported failure "flow rate inaccurate (lemo connector affected)" could be confirmed. The review of the non-conformities was performed on 2024-03-05 and during the period of 2019-03-06 to 2024-03-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2019-03-06. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the flow rate on the rotaflow console was unstable and inaccurate during patient use. There would be a flow rate beyond the monitoring range. When the rotational speed was zero, zero calibration could not be performed. The device was exchanged during use with another device without consequences for the patient. During on-site inspection by the getinge service technician it was found that when the rotation speed was zero, the flow rate changed significantly and it´s determined that the rfd lemo master connector (spare part number: 701034666) is defective. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.